Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after noticing insulin supply had diminished more quickly than expected, leading to a guided supply change and troubleshooting education over the phone. Symptoms included elevated blood glucose around 290 mg/dl without reported loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no alerts for sustained severe hyperglycemia, and no use of backup therapy or ketone testing. Investigation included customer service troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no identified device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.